Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to the treating center's epilepsy monitoring unit on (B)(6) 2018 in possible status epilepticus. The patient remains in status as of (B)(6) 2018. The patient underwent a combined resection as well as a rns neurostimulator and cortical strip implantation procedure on (B)(6) 2018. The on-call epileptologist stated that she cannot rule out the possibility that this is related to the procedure performed on (B)(6) 2018 which included a resection. Stimulation was enabled on (B)(6) 2018 in an effort to see if the patient would benefit from therapy.